Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.2 mmol/l and 6.7 mmol/l. The customer also reported receiving the following results on a different day on the same compact plus system within 10 minutes: 6.7 mmol/l and 2.1 mmol/l. The same test drum was used during both incidents. No adverse event reported. Return of the suspect device was requested for evaluation.